Event description:
It was reported that a large volume multirate infusor was leaking at the multirate control module. This issue was discovered while filling the device prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from may 20, 2021 - may 21, 2021. H10: the actual device was not available; however, a video of the sample was provided for evaluation. In the returned video, it was not clear if the leak originated at the rate dialer, the welded housing or the post of the multirate control module. The reported condition was verified. The cause of the reported condition could not be determined. A potential root cause of the leak on the multirate control module is exposure to high temperature during product transit (shipping). A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.